Event description:
During a ureteroscopy, a 2-3 cm segment of the distal "lazer" fiber broke off in the ureter. A stent was placed and pt developed hematuria. Admitted for observation over-night. Piece of fiber not found. Co stated it is biocompatible.